Event description:
The event is reported as: alleged issue: during an ent procedure, the bougie was caught at the end of a laryngoscope and some of the black contents from the bougie burst inside the pt." No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for evaluation. No conclusion can be established at this time based on the lack of defective sample. It is necessary to have the physical sample in order to perform a proper investigation. The manufacturer will continue to monitor and trend relating complaints.